Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6). Used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. The reported critical error message when logging into the surgeon profile was confirmed and determined to be an occurrence of a known software issue. It was also confirmed that the reported critical error message after exiting the successfully completed case was an occurrence of another known software issue. Although the reported problem was confirmed from the log file evaluation, a functional evaluation was performed. The reported problem was confirmed. A case was attempted where entering into admin mode, the console threw a "critical error" and forced the user to shutdown followed by the blue man symbol. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. G1

Event description:
It was reported that as they began to create a case after logging into the surgeon's profile, there was a "critical error" message ("the system has detected that the launcher exited due to a configuration error"). They turned the console off directly from the back of the system. After rebooting and re-entering the case creation screen, they were able to continue to the bur and drill calibrate process. After exiting the successful case and trying to exit, the "critical error" appeared again ((B)(4)). During the cori ukr procedure, after initially plugging in the robotic drill, they went to unlock the collet of the first drill and the console kept giving the drill disconnected error. They could not get past the unlock collet screen. They re-put the drill together, but continued to get the error 3 separate times. They unplugged and re-tried every time ((B)(4)). They swapped for the second drill they had available, and it calibrated perfectly fine. However, when they got to the cutting screen, they were prompted with the drill disconnection error again. They unplugged and pressed continue and re-plugged in and recalibrated. The issue was resolved and they were able to continue cutting bone with no issue (B)(4). There was a delay of less than 30 minutes. No other complications were reported.